Event description:
Procedure type: endoscopic sigmoid resection. According to the reporter: after firing the instrument the scalpel cut, but the clips were not closed. A second device was applied but clips were not closed. The surgeon made a third trial with a gia 30 and closed the open structure. The operative time was extended by more than 30 minutes. There was no blood loss, no extension of the incision, no loss or damage to tissue.

Manufacturer narrative:
(B)(4).